Event description:
Pt complains that the bd ultrafine 1cc 30 gauge (1/2) needles are blunt and are therefore causing pain. Pt has used them several times in the past with only a few problems, however, this new order pt believes is a bad batch because almost every other time they use a new needle. It hurts more than usual. Pt believes they received a bad batch.